Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced device was evaluated for the alleged "frozen screen" issue. The reported issue was duplicated during testing. He printed circuit board was replaced to resolve the 'frozen screen' issue. No additional actions are required at this time.

Event description:
Covidien received info stating that during pt use of the ht70 ventilator, the touch screen froze. The pt was manually ventilated and then transferred to another ventilator. There were no negative pt consequences.